Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that touch was out of function, no operation possible. It was changed to another ventilator v600. Touch behaves as if a touch field is "stuck". Device keeps returning to the config menu of the peep parameter window without touching this field. Stopping ventilation was not possible, just like other functions. The device had to be switched off hard via rocker switch and restarted. Ventilation was continued. The display was limited and could no longer be operated adequately. The device was switched off hard by the user via the rocker switch and therefore ventilation was stopped by the user and the device was replaced. No health consequences for the patient were reported. However, if the user cannot adjust the ventilation parameters over a longer period of time due to a malfunction of the device, a serious injury cannot be ruled out in patients with a serious illness.

Event description:
It was reported that touch was out of function, no operation possible. It was changed to another ventilator v600. Touch behaves as if a touch field is "stuck". Device keeps returning to the config menu of the peep parameter window without touching this field. Stopping ventilation was not possible, just like other functions. The device had to be switched off hard via rocker switch and restarted. Ventilation was continued. The display was limited and could no longer be operated adequately. The device was switched off hard by the user via the rocker switch and therefore ventilation was stopped by the user and the device was replaced. No health consequences for the patient were reported. However, if the user cannot adjust the ventilation parameters over a longer period of time due to a malfunction of the device, a serious injury cannot be ruled out in patients with a serious illness.

Manufacturer narrative:
The log file and video material provided were analyzed with regard to the reported event. A dräger service technician on site replaced the ecd display bundle on the affected evita v600 as part of the repair, which could then be examined by the manufacturer in lübeck. Based on the logbook analysis and also during the investigation in lübeck, a gap failure of the touchscreen could be determined, which led to the reported event. The touchscreen's hand recognition was recognizable at the reported time, which repeatedly sent input signals for a specific touch coordinate. If the function of the touchscreen is limited or has completely failed, the operability of the ventilator by the user is impaired. Ongoing ventilation by the ventilation unit and the display of ventilation curves, therapy settings and parameters on the control panel are not affected by a malfunction of the touchscreen. In the event of limited operability due to a malfunction of the touchscreen, it may be necessary to switch to an independent ventilator. The affected evita v600 device has pending testing according to the manufacturer's specifications. The results of this complaint investigation have not revealed any new or additional risks that have not yet been taken into account in the ventilator's risk management file.